Event description:
There was a report of a malfunction alarm displaying malf 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Technical support assisted the customer in resetting the pump, and no further malfunction codes appeared after the reset. The customer was instructed to continue using the pump and to contact support again if the issue recurred, which they understood.